Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, after leaflet capture on central side of anterior and septal commissure, an increase in tricuspid insufficiency was observed. It was observed that there was injury to the anterior leaflet at the site where the clip was implanted. Physician decided to implant the second triclip, however the reduction in the tricuspid clip was not observed. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.